Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. The ostium was observed to be wide and shallow. A watchman double curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Deployment of the wds was attempted two (2) times, but the axis of the sheath went to the back of the left atrial appendage and the positioning protruded by 60% in 0 degrees p/l direction. The physician determined that it would be difficult to proceed with the current sheath and device. The access system sheath was exchanged for a single curve sheath. The same 35mm closure device was prepared for use again, and the connection between the device and core wire was checked as per instructions. There was no gap between the helix and the device. The was single curve sheath was advanced, and closure device was inserted again. During the first deployment, posterior direction shoulder of 135 degrees extended by more than two-thirds, so a recapture was performed. The second deployment was better than the first, but when forward pressure was applied after deployment, the closure device prematurely released. Position of the device was evaluated, and it was noted that it was 40% in 0 degrees p/l direction, and 50% in 35 degrees posterior direction. The position on the left atrial appendage tissue on the contralateral side and cross sections was good. Compression rate was at 14 to 22%. There was no leak noted. The anchor criteria was unable to be determined, but considering the other conditions, it was decided to leave the closure device implanted and check it at the 45 day follow-up transesophageal echocardiography (tee) exam. There were no patient complications reported, and the procedure was completed.